Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drug was stocked out in pyxis but did not trigger a stockout in logistics. The technical support specialist (tss) opened the data base tool, queried the item or station, and deleted the row containing the bogus pocket. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server drug stocked out but logistics did not notify the pharmacy. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.